Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. As no sample was provided, an examination and root cause analysis was not possible. The information has been entered into our database and will be included in our trend analysis of this product line. The complaint could not be confirmed.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If the device will send in for investigation and a technical investigation report is available, a follow-up will created.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". Customer information: idate: (B)(6) 2020, incident occurred: 1000hours, medication: normal saline 0.9% (b.braun), route: IV (peripheral line), rate: 1000ml/hr, vtbi: 520ml, consumables: normal saline 0.9% 500ml (b.braun) was connected to bag spike adapter (icumedical) and infusomat spaceline art no: 8700036sp then towards IV cannula. Start of the infusion at 1000 hours, 30 minutes later pump alarmed. Discovered approx. ½ of the 500ml normal saline 0.9% volume was left inside the bag, which should be expected to complete in 30mins. .